Event description:
New information received noted the patient's implantable cardioverter defibrillator was explanted and replaced on (B)(6) 2018. Premature battery depletion was suspected. The patient was stable throughout.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in (B)(4) 2016.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for a routine check. Upon review, the implantable cardioverter defibrillator was unable to be interrogated. Several failed telemetry tests were noted. Device replacement was discussed. No intervention was reported. The patient was stable throughout.